Event description:
It was reported that during a generator change out procedure, the atrial lead exhibited loss of sensing. The lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).